Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife called to report a blank display earlier in the day. The wife also reported that the customer's blood glucose levels were over 600 mg/dl. Troubleshooting was performed, the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The customer was sweating and not feeling well at the time of the call. The paramedics were called, and they arrived for assistance. Nothing further was reported.